Manufacturer narrative:
Examination of the returned drills confirmed the tips broke off. Fracture of both drills is consistent with low stress high cycle bending fatigue due to rotating bending loads. This is consistent with the intended use of the drill, although with slightly off-axis loading. It is likely that these components were used extensively. No evidence of material or manufacturing defects was observed. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Two solution cement plug drills broke intraoperatively and were retrieved without incident.